Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. E.g. An irregular stent placement may have led or contributed to a subsequent stent fracture. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre- and/or post- dilatation, as well as highly calcified vessel, patient condition or the vessel anatomy may have resulted in an irregular placement of the stent. In this case it was reported that the lesion site was moderately calcified, but not tortuous. Additionally, a predilation of the lesion was performed. Based on the information provided, a definite root cause for the event reported could not be identified. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently describe the stent deployment procedure. The IFU states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum. (...) The thumbwheel is designed to initially deploy the stent distal end a minimum of 1 cm. Final stent deployment is achieved by using the deployment lever (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end". The potential risk of a stent fracture is addressed as the IFU states that "stent fracture" is potential adverse event that may occur the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that post deployment of the stent in the mid-sfa, the distal end of the stent allegedly appeared to be fractured. An additional stent was deployed at the distal end of the original stent and post-dilated with satisfactory results. There was no reported retraction difficulty through the sheath. There was no reported patient injury.